Event description:
Follow up information reported that the patient still had concerns with their device therapy but had not sought further help. An appointment of (B)(6) 2013 was noted by the patient. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the lead created a burning sensation right under the skin when stimulation was turned on. It was noted that one lead was ¿working its way through the skin.¿ the reporter stated that the patient¿s physical therapist manipulated the area the day prior to the report and saw the wire ¿pushing from underneath the skin.¿ it was reported that the other lead was working fine and stimulating the pelvis/hip area, and the patient thought that approximately two inches of wire was right under her skin, but not completely through the skin yet. It was noted that physical therapy was really irritating the wire and the burning. It was reported that the patient had gained weight, and the patient was scared the lead would ¿pop out of her skin.¿ it was noted that the patient had discussed the issue with her implanting physician. It was later reported that the patient was seen for reprogramming and the patient was going to decide with her surgeon and pain doctor if she was going to have a revision or leave the system alone. It was reported that stimulation was still working.

Event description:
It was reported, the patient's spinal cord stimulation system was not working well and she experienced a burning sensation, "burning past 0.5 amps superficial." High impedances, 10,000 ohms, were also reported. Reprogramming was performed. Patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3998 lot# v383745, implanted: 2010 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3708240 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 37752 lot# serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that it had started happening close to a year ago. It was reported that the patient was still getting coverage to the hip joint. It was reported that the patient could not turn up the one that was for the patient¿s scar because of the ¿burning in the wire.¿ it was reported that the burning sensation as localized to where the lead was. It was reported the area was two inches. It was reported that the physical therapy done for the hip was really irritating the wire and the scar.